Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the liner was impacted into the shell, then checked that it was secure. During final implantation and rom check, liner dissociated from shell. Tried to re-impact, failed secureness check, used new liner, and finished surgery. It was confirmed that no further information could be provided.